Event description:
It was reported that there was erosion which had required a device explant via surgical procedure. There was device erosion. The components involved were the right lead, extension and generator. The device was explanted on (B)(6) 2012. The cause of the event was not determined. The patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v818201, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v818201, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v818201, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).